Event description:
It was reported that an undersensed r-wave episode was observed via remote transmission. Therapy successfully converted the rhythm. It was recommended to evaluate the electrolyte levels and continue to monitor the patient. No symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.